Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent manifested by abdominal pain and subsequently passed away. The cause of the cloudy pd effluent and abdominal pain was not reported. The patient was not hospitalized for the events. The patient was treated with an unknown antibiotic therapy for the events. Subsequent to these events, the patient passed away. The cause of death was due to cardiac arrest. It was not reported if the patient was recovered from the events of abdominal pain and cloudy pd effluent prior to the time of death. An autopsy was not performed. It was not reported if pd therapy was ongoing prior to the time of death. No additional information is available.